Event description:
It was reported that while the ventilator was ventilating a patient in the niv nava (non-invasive ventilation neurally adjusted ventilatory assist) mode of ventilation, a leakage was detected. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation is based on the received logs and analysis performed by our subject matter expert and tests were performed in the laboratory. Review of the received logs revealed a significant number of check tubing alarm activations can be found between (B)(6) 2025. Check tubing alarm may be triggered in very high leakage situations with at least some patient interfaces (in this case stephan's easyflow interface was used) with high expiratory resistance due to significant pressure difference between the inspiratory and expiratory pressure transducer. This in turn causes the safety valve and expiratory valve to open for 5 s, resulting in loss of peep (positive end expiratory pressure). The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. The most common triggering criteria for the check tubing alarm is the exp pressure variation. Breaking up the circuit at the y-piece will with almost 100 % certainty result in check tubing triggered by the exp pressure variation during insp being too small. Our conclusion is that there is no indication of a ventilator malfunction at the time of the event.

Event description:
Manufacturer's ref.:# (B)(4).